Manufacturer narrative:
Upon inspection and analysis of the unit, field service engineer (fse) tested machine. The engineer was unable to determine the exact cause of the reported event. The unit met amo specifications, however upon inspection, base charger controller was found rusted as a result of spilled balance salt solution. Fse performed full checklist and all parameters were within specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
It was reported that during phacoemulsification a patient experienced a corneal burn, no sutures were required. The clinic indicated an 1 to 2 hour delay due to clinic electing to use a back up unit to complete the case.